Manufacturer narrative:
Concomitant medical products: product ID :3998, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. The patient reported that the lead of their pain stimulation was very weak and could paralyze them. No further information was provided. No further complications were reported or anticipated. Indication for use is unknown.